Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) depleted within 3 months following an interrogation stating the remaining longevity was estimated to be 2 years. There were no parameters changed and no shocks were delivered. Boston scientific technical services (ts) reviewed the device parameters and concluded the most likely reason the device went to elective replacement indicator (eri) sooner than expected is because of an increased charge time. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.